Manufacturer narrative:
The customer reported for incompatible ios. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the operating system and app versions, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported their ¿iphone was not compatible with the libre 3 reader app. The incompatibility was caused by the ios version on my phone, my phone had a current version of ios, and the libre 3 reader app was only compatible through several earlier ios versions.¿ no third-party treatment or patient consequences were reported. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported their ¿iphone was not compatible with the libre 3 reader app. The incompatibility was caused by the ios version on my phone, my phone had a current version of ios, and the libre 3 reader app was only compatible through several earlier ios versions.¿ no third-party treatment or patient consequences were reported. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.